Event description:
Medical staff reported pain and after mammography, rupture was diagnosed. This relates to the right side. Device has been explanted.

Event description:
Healthcare professional reported pain and after mammography, rupture was diagnosed. This relates to the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on anterior assessed as an unidentified (tear) opening (shell thickness within spec) ¿ pain: unable to observe since it is not related to the device. Additional observations: ¿ stress marks and red particles observed on the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported pain. Device has been explanted and was not replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This relates to the right side. Device remains implanted.